Manufacturer narrative:
The actual device has been received but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device is currently under evaluation

Event description:
The user facility reported a leak in the capiox hemoconcentrator device during prime. Follow up communication with the user facility confirmed the following information: it was reported that plasma free hemoglobin was noted in hemofilter line (bright red) after adding 120cc of washed prbc to circuit; then proceeded to verify priming solutions (plasmalyte) and verified blood; walked entire circuit and noted small kink on hemofilter inlet and relieved kinked and continued to wash with plasmalyte through the circuit; red effluent persisted, checked heater/cooler for water-blood leak and verified patency; it was reported a second perfusionist walked through the entire circuit and together decided this was a hemofilter issue and decided to prime a new one and change out; the second hemofilter was installed and began washing through the circuit again and bright red effluent persisted; it was then washed with second total volume of 600cc plaslmalyte and free hemoglobin never cleared; it was reported it was discussed with surgeon and the decision was made to change out the entire circuit and use entire new unit of banked blood; it was reported the cell saver was also discarded and an entire new setup for new unit of washed banked blood was used; it was reported there was a thirty minute delay due to this event; the product was changed out; the surgery was completed successfully; and there was no patient involvement. The user facility reported a similar event for another device with the same product code but different lot number, see MDR 9681834-2016-00040.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00039 to provide the return sample evaluation results. The actual sample was returned to the manufacturer for evaluation. Visual inspection upon receipt revealed no defects. The actual sample was rinsed and dried and subjected to another visual inspection and revealed no defects. The actual sample was built into a circuit with tubes and bovine blood was circulated in it and confirmed there was no hemolyzed blood flowing out into the filtrate pathway. The actual sample was verified to be the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 9681834-2016-00039 to provide the return sample evaluation results.